Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had an infection. Reportedly, the patient fell on the pacemaker and got a bad reading, a blood clot around the heart and leads. All available information indicates that the pacemaker along with the two non-boston scientific leads remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental report is being filed to correct the b5: describe event or problem; d5: operator of device; d6b: explanted date; d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to infection. Reportedly, the patient fell on the pacemaker and got a bad reading, a blood clot around the heart. No additional adverse patient effects were reported. The pacemaker remains in service. Additional information indicated that the pacemaker was explanted. No additional adverse patient effects were reported.